Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) was detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there was fusion/pseudofusion detected on the device.

Event description:
Additional information was received that the device is still experiencing oversensing. The device was reprogrammed to resolve the event. The patient was stable.